Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was not able to confirm via system logs but was able to reproduce the reported complaint during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where there was stiffness and vibration in the back drive indicating an issue on the yaw and pitch axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the yaw and pitch axis failed the back drive inspection and was verified to be the source of the reported problem. As a result of these findings, fa was able to conclude that the yaw and pitch axis was found to be the root cause of the reported event. The probable root cause can be attributed to mechanical issues from the motor module (yaw, pitch axis) located in the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the universal surgical manipulator (usm) 4 was having issues rotating and could not move as the other usms. The customer stated if the surgeon jerked their movements, usm 4 would move better. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no faults. Tse advised setting up 1, 2, 3 instead of using 2, 3, 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all and just highly limited the motion of the instrument. The movement of the surgeon scale was appropriately to the instrument. The instrument moved in the intended direction and had difficulty moving and seemed stiff and unable to rotate with no lag and seemed rigid. There were no instrument-to-instrument or system arm-to-arm interference with no external collisions with persistent with the same arm. The drape was removed and checked to make sure nothing was interfering. The arm was replaced two times. With no problem with drape. There was no injury to patient and device was inspected prior to use. The instrument was not available to return to isi for evaluation with no photographic images of the device(s) or a video recording of the procedure available for isi review. The issue occurred at approximately at 0910.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived on site and inspected arm, which felt like gears grinding on pitch and yaw axes. The fse opted to replace universal surgical manipulator (usm) with robotics coordinator inspecting new usm. Afterwards, they noticed a much smoother motion on the new arm. The fse completed system test drive and verification afterwards without issue. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.